Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported.

Event description:
The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported. Lawsuit alleged the patient had the device explanted and replaced due to the allegation of device failure. It was also noted that the patient 'suffered physical injury as a result of the recalled device'.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed low battery voltage and high current drain. The high current drain condition was the result of leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed low battery voltage and high current drain. The high current drain condition was the result of leakage in the battery filter capacitors.